Manufacturer narrative:
The customer was issued with a replacement psu as part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) would not charge the device. There was no patient harm or serious injury reported as a result of this incident.